Manufacturer narrative:
As the lot number for the device was not provided, a review of the device history record could not be performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway.

Event description:
It was reported that seven years post port placement procedure through the right internal jugular vein, resistance was allegedly felt when the device was attempted to be used. It was further reported that upon x-ray examination, the catheter was noted to be broken near the vascular insertion site in the internal jugular vein and the distal catheter segment migrated to the heart. The distal catheter segment was removed by interventional radiology procedures. The patient was reported to be in a stable condition.

Event description:
It was reported that seven years post port placement procedure through the right internal jugular vein, resistance was allegedly felt when the device was attempted to be used. It was further reported that upon x-ray examination, the catheter was noted to be broken near the vascular insertion site in the internal jugular vein and the distal catheter segment migrated to the heart. The distal catheter segment was removed by interventional radiology procedures. The patient was reported to be in a stable condition.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not requested as the lot number reported is unknown. Investigation summary: one powerport isp MRI implantable port and a groshong catheter were returned for evaluation. Functional, gross visual and microscopic visual evaluations were performed. The investigation is confirmed for the reported catheter fracture, material separation and the identified wear and deformation issues, as complete circumferential breaks were noted to both the proximal and distal ends of the catheter. The surface of the complete circumferential break on the distal end of the catheter appeared to be granular and glossy in one region; smooth and round in the other region. However, the investigation is inconclusive for the reported migration and difficult to flush issues, as the exact circumstances at the time of the reported event cannot be verified, and the reported event could not be reproduced in the lab. The identified break is typical of flexural fatigue, which is due to the repetitive, cyclic kinking of the catheter. A definitive root cause could not be determined based upon the available information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.